Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the connector connection of the infusion set between the headset and the infusion tubing resulting in elevated blood glucose levels from (B)(6) 2023 to (B)(6) 2023. The patient experienced symptoms of blurred vision. The patient was treated with an insulin pen from the medical practice.